Event description:
Custoomer stated to us oiffice that the needle broke off in her stomach during her morning injection. She further stated she was able to pull the needle out of her stomach, but it was painful. She didn't save the broken piece from her stomach, but did save teh pen needle hub. She has not gone to the doctor and reported that she watched the site and did not go to the ER.